Event description:
It was reported that during use of the device for a procedure, there was no display on the central control monitor (ccm). There were no delays or not blood loss to the pt. No other details regarding the nature of this event were provided.